Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) unit alarms and fails to inflate automatically . Unit was replaced to provide therapy. There was no patient harm or injury reported.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer was sent to investigate the issue. The fse identified the drive manifold needed to be replaced. After replacing the drive manifold the unit passed all functional and safety tests. The iabp was returned to the customer for use.